Event description:
Customer reported that the cartridge in use on their gem premier 4000 experienced repeated sodium drift errors, but the analyte channel was not permanently disabled by the instrument. The affected cartridge was changed and results verified as correct. Notes: customer reported the incident to their local regulatory authority, the mhra (medicines and healthcare products regulatory agency) in another country, as a "minor" event. There is no indication from the customer of an adverse event or any changes to pt treatment based on the incorrect sodium results.

Manufacturer narrative:
Il is currently investigating this incident and evaluating the associated risk. Based on the outcome, il will expedite any indicated corrective action to the field and notify regulatory agencies as appropriate.